Event description:
Initial report: this non-serious case from (B) (6) was received from a physician on 10-mar-2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the (B) (6) female pt who received poly-l-lactic acid (sculptra) therapy on three occasions. Treatment details: (B) (6) 2008 - amount injected: 1 vial (6cc), region injected: vectorial columns in hollow cheeks and jugal wrinkles, route of administration: deep dermis. (B) (6) 2008 - amount injected: 1 vial (6 cc), region injected: nasogenial furrows, nasolabial folds, ridge of the jaw. Route of administration: deep dermis. (B) (6)-2009 - amount injected: 2 vials (5 cc, 5cc). Region injected: nasogenial furrows, nasolabial folds, hollow cheeks and jugal wrinkles, ridge of the jaw route of administration: deep dermis. In (B) (6) 2008, the pt developed granuloma, nodules, induration, and "reproduction" of nodules (multiple macronodules). The nodules were not visible, but noticeable to touch. The reporter also commented a "resection-exeresis" of nodule from oral mucosa secondary to the right-side treatment (nos) with previous biopsy. The pt is healthy without any pathology or medication. She has no relevant medical history and no relevant risk factors. Results of histology, or other laboratory tests, pending at time of reporting. The event is not resolved/ongoing. A ptc (pharmaceutical technical complaint) was initiated: (B) (4). Physician/reporter causality: possible.